Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a low impedance warning was alerted for the right atrial (ra) lead in unipolar configuration approximately two days post implant. The ra lead remains in use. No patient complications have been reported as a result of this event.